Event description:
It was reported that during a da vinci-assisted surgical procedure, physical damage was observed on the harmonic ace instrument. The initial reporter indicated that the instrument had an "interrupted tooth" and a fragment fell from the instrument fell inside the patient. The initial reporter also indicated that the fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial report indicated that no device landed inside the patient; however, a fragment was removed endoscopically. There were no reported complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke roughly 0.171" from the base. The broken piece was returned.